Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was release for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Per the instructions for use, perforation is listed as a potential adverse event. The instructions for use states to "fluoroscopically monitor wire guide advancement into the ductal system". Prior to the distribution, all cook tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of the occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, a cook tracer metro direct wire guide was used. Cannulation was performed of the bile duct stenosis just above the papilla. When angiography was performed near the hepatic portal region with the wire guide combined with a cannula, it did not show inside the common bile duct but showed around the common bile duct. (It seems that the contrast media was leaking from a perforated site). Therefore, the physician suggested that the distal bile duct in the stenosed area was perforated with the wire guide during the cannulation. The procedure was abandoned and finished after CT images confirmed the perforation was in the stenosed distal bile duct. Percutaneous transhepatic cholangiodrainage (ptcd) was scheduled as an additional treatment on the next day. No additional treatment was conducted on the perforated site since no problematic symptoms was observed. A section of the device did not remain inside the patient's body. Other than ptcd treatment the following day, the patient did not require any additional procedures due to this occurrence. According to the reporter, the patient did not experience any adverse effects due to this occurrence.